Manufacturer narrative:
H3: the reason for the revision reported cannot be determined from the information provided but may be due to prosthesis wear and femoral osteolysis as reported, inclusion of the polyethylene in the packaging recall, or changes in soft-tissue function since the time of the initial surgery which necessitated conversion from a cr to ps-style knee replacement. Only minor scratches consistent with normal implantation could be confirmed on the image of the explanted tibial insert.

Manufacturer narrative:
H3: pending investigation. D10: 6640381 - 02-010-04-0240 - logic cr femoral por, left, sz 4 6558799 - 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t 6562042 - 200-02-38 - three peg patella 38mm 6891715 - 201-78-15 - holding pin mini sharp point 4 pk 6743743 - 201-78-81 - 3 trocar, mod. Hex 2pk s267458 - 521-78-23 - threaded pin size 2.3 collared s267459 - 521-78-23 - threaded pin size 2.3 collared s208596 - 521-78-32 - threaded pin size 3.0 collarless 2060521076 - a10012 - gps implant kit v2 h7: z-0021-2022

Event description:
As reported, the patient had an initial left tka on (B)(6) 2021. The patient was revised on (B)(6) 2024 due to femoral osteolysis and poly wear. The femur and liner were revised to logic ps. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.